Event description:
The customer was attending a meeting and while riding his scooter in the hotel, he stated that the unit kept going when he released the lever on the engager. He was not able to stop and ran into a wall. Nobody was hurt and a local svc man determined that the problem was in the controller, which he replaced. The customer was reluctant to use the scooter for fear that he would lose control again.